Event description:
I got lasik on (B)(6) 2025 at lasikplus in (B)(6). I woke up one day in early (B)(6) with extreme pain. I was going to faint, ringing in my head, was shaking cold. My left eye was in pain, I put on eye drops and then it was until 15 minutes later it calm down the episode I was having my eye felt okay but it is blurry now. I noticed my eye was getting better each day, but still a bit blurry. Then another day I had another slight episode. It wasn't as painful, no ringing in head or felt weak. Just someone felt someone punched my eye. I just put more eye drops. I called the lasikplus that's close to my home for a follow up , to determine what is going on. I still couldn't see that good on my left eye. I went on (B)(6), the doctor told me I could have recurrent corneal erosion. Gave me an ointment to hopefully contain for the next two days to visit the doctor in (B)(6). I had slight painful episode on the day of the appointment. The doctor put a contact bandage on me and told me to use muro 128 solution at least 4x a time or every 4 hours. It worked good for a week and did a follow up and told him I haven't had an episode. He said we will keep it for another week. But I had another episode on 23 with the contact bandage len on, he thinks I could have meibomian glands. But never gave me an direct answer. He assumed and suggested we use a bruder moist mask and he said I should be able to go back to work by (B)(6). I am a garbage truck driver. It is now (B)(6), I tried calling to make an appointment and said someone will reach out to me but it feels like they don't want to treat me anymore. Maybe they don't have the tools for it unfortunately. I say it like this because I'm past my 90 day post ops even though I'm still having trouble with this condition. But I have been feeling depressed and want to know exactly what's going on with me. It doesn't help that there's a support group for this and reading all the stories about rce, its terrible. Especially for someone who got lasik as well. I feel it ruined my career. I can't work with one eye as with the cdl rules, you need both eyes to operate the vehicle. I am trying to find a doctor who specializes in the cornea, and it won't be until (B)(6) until I know my actual problem. I am having trouble sleeping because of the trauma it's causing me. My eyelid gets stuck with the cornea and it's hard to blink or becomes uncomfortable. I never thought this could be a symptom and I don't think I was aware of this. I was aware of the other ones like halo effects, shadows, but I don't think they ever mentioned about rce or the dangerous of it.